Event description:
It was reported that this implantable lead was part of system revision due to infection with sepsis and endocarditis. No additional adverse patient effects were reported. The implantable lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.